Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke during screw implantation. The fragment was retrieved, and does not remain in the patient. There was a similar or like instrument in the set available to use, and the surgery completed successfully. There was no procedural delay. Patient status following the procedure was not provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: one of the following device(s) was received: 3.0 mm hexagonal screwdriver with t-handle (part 314.132 / lot 8644221) the device was returned with the distal tip broken off. The broken piece was not returned. The complaint condition is confirmed. The device shows light use during its 1.5+ year lifespan. The handle and shaft of the device are in good condition and have minimal scratches and marks from routine use. Although the root cause cannot be definitively determined, the complaint condition is most likely the result of accumulated wear over the life of the devices and the method of use. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Further evaluation shows that the 3.0mm hexagonal screwdriver with t-handle is a component of the universal spinal system (uss) variable axis screw (vas) instrument set (145.252) which is intended to be used with the uss vas system. The uss vas system is a set of devices intended for posterior fixation of the lumbar spine. The hexagonal screwdriver is utilized, along with a holding sleeve, to insert variable access screws into prepared pedicle. A torsion failure calculation for both yield (twisting) and fracture was performed. The torque to yield was approximately 4.37 n-m while the torque to failure was approximately 5.15 n-m. The driver material is tempered and hardened (B)(4). While a root cause could not be definitively determined without additional details regarding the conditions at the time of the break, the condition is consistent with excessive force having been applied to the driver likely caused by accumulated wear over the life of the devices and the method of use. The cause of the issue is unknown, but consistent with a mechanical overload situation. The design is adequate for its intended use, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.